Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician reported this cardiac resynchronization therapy pacemaker (crt-p) exhibited a pause in pacing of up to four seconds during the left ventricular pacing threshold test. As this quadripolar device does not offer an automatic lv threshold test, the manual test was performed. The threshold test did not stop as quickly as expected after pressing the end test button. The clinician had originally used inductive telemetry with the wand, then switched over to wireless telemetry, with the same result. The patient was asymptomatic during this event. It was noted the lv pacing thresholds on this non-boston scientific lead had increased three-fold in the current settings. The clinician was apprehensive about testing the other quadripolar vectors while this was happening. No adverse patient effects were reported.